Manufacturer narrative:
H10: three (3) actual samples were received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was performed at the sets with a bag of sterile water and no defect was observed. Additional backflow functional testing was performed and the devices worked according to the procedure. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set attached to a normal saline had a back check-valve failure while being used with a clearlink system secondary medication set that was attached to a potassium chloride bag. It was further reported that the contents of the secondary bag flowed-up into the primary bag. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.